Event description:
Spontaneous. Patient reported the cleos have been more difficult to remove the tubing from the site recently. Reported it seems like they are stuck together and even her husband has a hard time disconnecting the tubing from the site. No missed dose or adverse event reported due to defective device. Patient does not have the defective product on hand for possible return. Product lot number and expiration date are unknown because patient threw away defective device. No further information. Reported to (B)(6) by pt/caregiver.